Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold.

Event description:
The customer contacted baxter's technical service center to report high drain 104 on the homechoice (hc) machine after use. The last fill volume equaled 1500ml. The baxter technical service representative (tsr) swapped the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.